Event description:
Additional information noted that the patient experienced syncope and the device logged a noon sustained ventricular fibrillation which was electrical noise. The mv was programmed off and the sensitivity was decreased and no further events were noted since the reprogramming.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information oversensing of the minute ventilation (mv) sensor resulted in pace inhibition. The sensitivity had increase on the device but this was not spotted and not adjusted. A review by boston scientific technical service (ts) was requested. Ts noted that the data provided is not adequate to do a full disk analysis so further testing and a full save to disk would be recommended. Ts noted that the latest device settings show that mv is set to on as programmed vvi ts discussed to bring the patient in and turn mv to off to avoid the potential that this can happen again. The fixed sensitivity at 5mv is helpful but there was no guarantee that this alone will avoid the inhibition if the mv signal is seen again. Ts discussed some recommended testing. Ts also noted that the patient experienced asystole for > 10 seconds. Patient symptoms were unknown.

Event description:
Additional information noted that the right ventricular pace impedance measurements were intermittently varying but not out of range. A request was made for further investigation regarding this case. Ts is awaiting a full disk data or electrocardiograms showing the previously reported noise.